Manufacturer narrative:
(B)(6). The subject device has been returned to olympus for evaluation. During evaluation, it was observed the disinfection fluid tank was too dirty to draw the disinfection fluid into the cleaning tank, after cleaning the disinfectant tank, the device worked normally, and there was no electrode cover. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during inspection, prior to an unknown procedure, an unknown error was reported with the endoscope reprocessor after enzyme washing and the disinfectant could not be pumped into the endoscope immersion chamber. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the enzyme washing issue could not be determined. It is possible that the event occurred because the user did not read the instruction manual thoroughly and did not understand the use of detergent specified by olympus. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 3 inspection before use: 3.5 inspecting the remaining quantity of detergent, and preparation, warning: always use the olympus-designated detergent. If a nondesignated detergent is used, the endoscope may not be properly cleaned or the predetermined sterilization effect may not be achieved.¿ olympus will continue to monitor field performance for this device.